Manufacturer narrative:
(B)(4). This is a report of use error where a patient improperly connected to the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during setup of peritoneal dialysis therapy. The patient improperly connected to the set. There was no patient injury or medical intervention reported. No additional information is available.